Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third party service center for evaluation. During servicing of the device, dust contamination was found. There was no evidence of visible foam particles. The device has been repaired. If any additional information is received, a follow up report will be filed.